Event description:
On 07-oct-2022, a customer from canada notified biomérieux of a potential under-estimated result for vidas® hcg 60 reference 30405, lot 1009370180, (expiry 15apr2023). On (B)(6) 2022, a negative result was generated for a patient sample (<2miu/ml). The physician suspected a pregnancy and requested retesting of the sample. An ultrasound was completed concurrently as the mini vidas® testing in which a molar pregnancy was detected. The sample was retested and a positive result was obtained (1:200 dilution, >300,000 miu/ml), which was in-line with the physician's expectations/clinical interpretation. Based on the initial result's rfv value, it is possible a operator-error occurred during testing, but is not confirmed at the time of this assessment. At the time of this assessment, there were no reports of harm to a patient. A biomérieux internal investigation will be initiated. (B)(4).

Manufacturer narrative:
An internal investigation was performed following notification from a customer in canada of observing a false negative result (result < 2miu/ml) obtained on one patient sample using vidas hcg reference 30405, lot 1009370180 (expiry 15apr2023). Investigation ***************** 1. Device history record there was no anomaly during the manufacturing, control and packaging processes on vidas hcg lot 1009370180. 2. Complaint analysis the analysis of complaints did not reveal a systemic quality issue. 3. Tests/analysis performed **products return** customer sample was were not available for investigation. Further investigation was completed using internal samples. **investigation protocol and obtained results** ¿ study of internal samples control charts: this analysis was carried out : - on five (5) internal samples (targets between 0 and 1348 mui/ml) - on seven (7) batches including the lot mentioned by the customer. => all values are within specifications, customer¿s lot is in the trend of the other lots. ¿ test on internal samples the complaints laboratory tested: - three (3) internal samples on retain kit of the lot mentioned by the customer 1009370180 => results obtained are within the acceptable ranges and similar to those observed before the batch release. We do not observe any evolution over time of the kit. ¿ repeatability testing the complaints laboratory tested one (1) internal positive sample (target 1287 mui/ml), five (5) times with the retain kit vidas hcg batch 1009370180. => all results are positive, cv obtained is 3.1%, conform to the expected value for this level of concentration (< 8%). Conclusion *************** according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on our internal quality control materials on the retain kit vidas hcg lot 1009370180. We did not reproduce the vidas hcg false negative result when testing internal samples on lot 1009370180. Without any concerned sample available, it was not possible to pursue further the investigation; therefore, no obvious root cause was identified. As the customer use a minividas, an hypothesis of the issue could be a missing spr or patient sample. Indeed in these cases, we have a result <2 mui/ml. According to the data mentioned above, there is no reconsideration of vidas hcg reference 30405 lot 1009370180.